Manufacturer narrative:
Siemens healthcare diagnostics inc. (Siemens) analyzed the data maintenance tool (dmt) files, action log and error logs and found no systemic issues. The internal quality controls recovered within range before and after the incident, indicating proper system performance. Prothrombin time (pt) results of >100 seconds are consistent with the printouts of the reaction curve kinetics. Sample specific peculiarities and reagent sensitivities between the innovin reagent and the neoplastin ci plus reagent (stago reagent) potentially contributed to the cause of the difference in pt results from the bcs xp system and the stago instrument. The customer has used an user defined method (udm), an application that has not been validated and released by siemens and therefore, siemens cannot assess its impact. The instrument and reagents are performing according to specifications. No further evaluation of this device is required. MDR 9610806-2017-00075 was filed for the same event.

Event description:
A discordant high flagged prothrombin time (pt) result of 93.9 seconds was obtained on a patient sample on the bcs xp system using a user defined method (udm). The discordant high pt result was not reported to the physician. This patient sample was repeated on the same system using the pt.in.570nm method and a pt result of 102.9 seconds was obtained. The customer checked the sample for clots and re-spun the sample prior to sending it to an alternate lab, in which the patient blood was drawn the day before. A pt result of 30.5 seconds (2.85 inr) was obtained on the non-siemens (stago) instrument. The alternate lab sent the sample that they previously drew from the patient and the affected sample to the original lab and the customer re-ran both samples on the bcs xp system. The customer obtained a pt result of 22.6 seconds (2.3 inr) using the udm on the sample that was drawn at the alternate facility and "no reaction" on the original sample. The internal quality controls were within range on the bcs xp system before and after the customer obtained the discordant high pt result. There are no known reports of patient intervention or adverse health consequences due to the discordant high prothrombin time (pt) result.